Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during treatment of a left mca, m2 occlusion, the distal portion of an enterprise stent (enf452800 /10504199) prematurely deployed and remained somewhat constrained, and later that day, the patient experienced a second ischemic stroke of the right mca and new scattered primarily left-sided subarachnoid hemorrhage, and expired 2 days later. The (B)(6)-year-old patient with a history of mitral valve replacement who was taking warfarin, had presented with an acute left mca stroke (nih 18 on arrival), likely cardioembolic, and was not a candidate for IV thrombolysis. CT of the brain revealed generalized hypoperfusion with likely irreversible ischemic core, with interspersed areas of at-risk ischemic tissue through much of the more proximal left mca territory. There were large regions of at-risk tissue in the superior/distal left mca territory. The patient was initially treated with thrombectomy and attempted local thromboaspiration. Due to unstable perfusion channel and the identification of severe, near occlusive stenosis, an enterprise stent was placed in the m2 division. During stent deployment, the stent deployed earlier than expected after the orion microcatheter kicked back, and the distal portion of the stent remained somewhat constrained. According to the physician, the stent constrainment was related to the stent deployment position and the fact that the end of the stent was close to a curve in the vessel with relatively small lumen. Due to residual flow restriction, 300mg aspirin was administered per rectum. It was reported that excellent hemostasis was obtained with tici 2b, and the patient was transferred from the angiography suite hemodynamically and neurologically unchanged. Later that evening, his neurologic exam deteriorated. CT of the head revealed interval evolution of the large left mca territory infarction, interval development of a large right mca territory infarction, and new scattered, primarily left-sided subarachnoid hemorrhage. The new ischemic stroke led to respiratory failure requiring intubation for airway protection and circulatory shock. He then developed new onset atrial fib/flutter requiring diltiazem drip with worsening circulatory shock and worsening hypoxia with respiratory distress. The patient was transitioned to comfort measures, and expired two days later. The physician was unsure of the cause of the second stroke; however, felt it could be proximal embolism. The enterprise was implanted and not available for analysis.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during treatment of a left mca (middle cerebral artery), m2 occlusion, the distal portion of an enterprise stent (enf452800 /10504199) prematurely deployed and remained somewhat constrained, and later that day, the patient experienced a second ischemic stroke of the right mca and new scattered primarily left-sided subarachnoid hemorrhage, and expired 2 days later. The (B)(6)-year-old patient with a history of mitral valve replacement who was taking warfarin, had presented with an acute left mca stroke (nih 18 on arrival), likely cardioembolic, and was not a candidate for IV thrombolysis. CT of the brain revealed generalized hypoperfusion with likely irreversible ischemic core, with interspersed areas of at-risk ischemic tissue through much of the more proximal left mca territory. There were large regions of at-risk tissue in the superior/distal left mca territory. The patient was initially treated with thrombectomy and attempted local thromboaspiration. Due to unstable perfusion channel and the identification of severe, near occlusive stenosis, an enterprise stent was placed in the m2 division. During stent deployment, the stent deployed earlier than expected after the orion microcatheter kicked back, and the distal portion of the stent remained somewhat constrained. According to the physician, the stent constrainment was related to the stent deployment position and the fact that the end of the stent was close to a curve in the vessel with relatively small lumen. Due to residual flow restriction, 300mg aspirin was administered per rectum. It was reported that excellent hemostasis was obtained with tici 2b, and the patient was transferred from the angiography suite hemodynamically and neurologically unchanged. Later that evening, his neurologic exam deteriorated. CT of the head revealed interval evolution of the large left mca territory infarction, interval development of a large right mca territory infarction, and new scattered, primarily left-sided subarachnoid hemorrhage. The new ischemic stroke led to respiratory failure requiring intubation for airway protection and circulatory shock. He then developed new onset atrial fib/flutter requiring diltiazem drip with worsening circulatory shock and worsening hypoxia with respiratory distress. The patient was transitioned to comfort measures, and expired two days later. The physician was unsure of the cause of the second stroke; however, felt it could be proximal embolism. The enterprise was implanted and not available for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The events that occurred during off-label use of the enterprise stent could not be confirmed without device return for analysis or procedure files; however, occlusion of stented segment and deployment difficulty are known events associated with cerebral stenting and are listed in the instructions for use. The cause of the event could not be determined; however, procedural/patient factors may have contributed to the event. The enterprise stent is not indicated for treatment of arterial stenosis. As per the IFU, ¿the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms¿. The IFU also cautions that intracranial artery stenting is generally contraindicated in patient with severe intracranial vessel tortuosity or stenosis. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time.